Event description:
Account stated bed wouldn't go into trendelenburg.

Manufacturer narrative:
Tech found micro switch out of adjustment. Tech adjusted switch. Operation check passed. Bed found in bed shop. No one affected.